Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe has returned for evaluation. The biopsy probe appeared to have foreign material on the trocar tip and was received with protective tubing. It was noted that the aperture was received partially open. Scathing was noted to the inside of the protective tubing. The saline cap was returned. The protective tubing was removed from the needle with resistance. It was noted foreign material appeared on the tip of the aperture and cutter of the probe. Scathing was noted to the inside of the protective tubing. The proximal retaining cap was glued to the probe. No damage was noted to the rear housing. No other anomalies were identified. The sample device was examined further under the microscope and foreign material was found to be on the aperture and cutter of the probe. Therefore, the investigation is confirmed for reported foreign material issue as the plastic fragment noted at the tip of the aperture. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 08/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported prior to a breast biopsy procedure, the device allegedly had a foreign material. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer and the evaluation is still pending. The investigation of the reported event is currently underway. (Expiry date: 08/2021).

Event description:
It was reported prior to a breast biopsy, the device allegedly had a foreign material. There was no patient contact.